Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that they received ih-card group abo with a low gel level. She also reported a false positive reaction of a known blood group o patient with anti-a. The customer returned a complaint sample of the allegedly defective lot of ih-card group abo for investigational testing. Testing of the product sample returned by the customer in parallel with the retention sample of our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that they received ih-cards group abo with a low gel level. The customer also reported a false positive reaction of a known blood group o patient with anti-a. The customer provided a product sample (one box with 48 ih-cards) for investigational testing. Our ih quality control laboratory visually checked the ih-cards provided by the customer for intact sealing, homogeneous gel, visible supernatant, and absence of splashes in the reaction chamber. The sealing of all cards was intact, the gel was homogeneous and there were no splashes in the reaction chamber. But in several cards the filling volume was too low. Our quality control laboratory also visually checked their retention sample for the same criteria. Here, all acceptance criteria were met. The filling volume was correct and had the same height in all cards. Additionally, our quality control laboratory tested the complaint sample returned by the customer and their retention sample with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Even the customer cards with the reduced gel level showed correct results. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The customer provided images and cards that support his claim of a reduced gel level in several cards. But nevertheless, the complaint sample as well as the retention sample reacted as expected. However, we would like to point out the instructions in the IFU, which the customer then also correctly followed by sorting out the cards in question: do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. Do not use cards with damaged foil strips. Do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. Cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ihreader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.